Event description:
On (B)(6) 2012, the customer reported to customer service that the power supply for her breast pump has exposed wires. On (B)(6) 2012, she reported that she witnessed sparking. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter on (B)(6) 2012, were unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.